Event description:
It was reported that continuous glucose monitor displayed malfunction error related to sensor. No information was provided regarding impact to the customer's blood glucose level. Customer contacted support, performed complete pump reset with guidance from technical support, and confirmed that malfunction error did not appear again, with no further actions reported.